Event description:
Healthcare professional reported "possibility of rupture due to needle puncture". This record is for an unknown side. Device status is unknown. Return status is unknown.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h3, h6.

Event description:
Healthcare professional reported "possibility of deflation due to needle puncture". This record is for an unknown side. Device remains implanted. Return status is unknown.